Event description:
A remstar auto a-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device, the service technician observed the power connector was burnt and no evidence of foam particles was found in the assembly. Additionally, error codes e053 (log sem timeout error) and e101 (humid temp max error) were found. The device was repaired by the third-party service center after the evaluation was completed.